Event description:
The customer reported to beckman coulter (bec) that they obtained differential voteouts on both patient samples and controls tested on the coulter lh 750 hematology analyzer. There was no death, injury or change to patient treatment due to this event as the patient samples were rerun and verified on another instrument in the laboratory.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse indicated that he observed differential voteouts on samples. Upon further inspection, the fse noted that pinch valve (vl 48b) was sticky and slow to respond to solenoid test. The fse inspected tubing from solenoid 48 (manifold 6 to pilot actuator 48b under differential mix motor) and checked for debris, obstructions and kinks. The fse proceeded to flush tubing with di water and methanol and noted that all tubing was intact. The fse measured 30 psi at pilot actuator (vl48b) and replaced the pilot actuator, base mount and pinch valve. The fse verified the system performance. Failure mode was related to a sticky pilot actuator at vl48b. Beckman internal identifier number for this report is (B)(4).